Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Hcp reportedly received the following results on an accu-chek sensor meter, compared to another professional meter, within 10 minutes: 397 mg/dl (accu-chek sensor) and 121 mg/dl and 127 mg/dl (doctor's other meter). No adverse event reported. Test strips are no longer available. Requested return of the alleged monitor for evaluation.